Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level kept going up even after bolusing. Customer's blood glucose level was 500 mg/dl. It was time to change the infusion set and the customer noticed air bubbles in the cannula. The customer did not receive any alarms. The device was not returned.